Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) old male patient called in to zoll lifecor customer support to report they were attempting to put the device back on the patient and the belt and monitor were unable to connect. The patient received a replacement electrode belt.